Event description:
It was reported that during an unknown procedure, the clip of the device could not be opened after firing. The surgeon switched to another device to cut and took out the pre-device. There were no adverse consequences for the patient. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Spring cartridge lockout tab the analysis results found that the 6cb45 device was received with the firing mechanism damaged and with a 6r45b reload present. The reload was received partially fired and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device was closed and opened without any difficulties noted. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the pinion axle support were found damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
Pt revised for polyethylene wear of insert.